Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited diaphragmatic stimulation after programming changes were made. Additional information indicated that the patient was no longer responding to the cardiac resynchronization therapy (crt) which prompted the physician to make changes with the programming. The lead was explanted. No additional adverse patient effects were reported.